Event description:
It was reported that the lead was attempted implanted but not used as it was too flimsy for the patient's anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned and analyzed. No anomalies were found. It was noted that the helix was distorted/bent. The lead was damaged at implant.